Event description:
It was reported that the pacing lead impedance measurement of the right ventricular (rv) lead of this pacemaker system measured at below 200 ohms, which was out-of-range. This triggered a lead safety switch (lss) from bipolar to unipolar configuration. Technical services (ts) provided troubleshooting including suggesting further evaluation of lead in clinic with isometrics and impedance testing. It was noted that isometric testing was performed in clinic and no noise was reproduced. During impedance testing there was a range of 200 to 800 ohms. Physician elected to continue monitoring. No adverse patient effects were reported. Currently, this pacemaker remains in service.